Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the stapler instrument gave problems in the coupling and the stapler moved uncontrollably. The instrument was not used on patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the coupling failure refers to a recognition issue. The issue was identified when the instrument was installed on the patient but did not cause harm to the patient. The issue was reversed control. The incident was with several staplers and the site decided to return the other staplers with the same lot number as a precaution. The procedure was successfully completed with a back-up stapler. The procedure was prolonged of about 10 minutes due to this issue. Nothing fell into the patient.